Manufacturer narrative:
The device was received with the shuttle cartridge disengaged to the handle. The sealant was soaked with blood and separated from the catheter. The distal end of the shuttle cartridge was torn and a piece of the sealant was adhering to the inside wall of the cartridge. The advancer tube was found inside the shuttle cartridge. This received condition indicated an incomplete engagement of the advancer tube. If the shuttle cartridge was not advanced completely, the tip on the advancer tube would not lock in place, therefore allowing the sealant to partially or completely retract from the arteriotomy during return of the shuttle cartridge to the catheter handle. The advancer tube, tamp locks and proximal detent were inspected for anomalies. Damage was observed on the proximal end of the advancer tube. During investigation the shuttle cartridge moved freely on the catheter shaft. The review of the lhr (lot f1320305) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable root cause for the reported shuttle advancement issue could not be conclusively determined. The device is manufactured with a slit at the distal end of the shuttle cartridge. If the sealant sleeve is displaced, the slit will become visible. It should be noted that the instruction for use states: do not remove sealant sleeve.

Event description:
It was reported by the aci clinical specialist that a female pt underwent am interventional peripheral procedure on (B)(6) 2013. Access was obtained at the femoral head via a 6f cordis sheath. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Peri-procedure, the pt was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the physician reached the arteriotomy, he tried to deliver the sealant and was unable th shuttle the device down through the procedural sheath. The device was removed and the pt was converted to 15 minutes of manual compression. It was noted that after the physician removed the device, he noticed that the shuttle tube on the device was "split" at the end and the entire sealant was exposed. The pt was ambulated and discharged to home the same day with no clinical sequela noted.